Manufacturer narrative:
The product was returned to sorin group USA for evaluation. When the unit was received, it had not been rinsed after use and a significant amount of time had elapsed since the date of the event. The fibers inside the membrane were coated with blood residue which had turned greenish in color and rust could be seen on the heat exchanger. Due to the poor condition of the returned device, testing could not reproduce the leak from the blood access port. The leak test did; however, confirm a communication between the blood and water side compartments of the oxygenator. Further inspection determined that the communication between the compartments was caused by corrosion of the heat exchanger. This corrosion is believed to have been caused by extended exposure of the heat exchanger material to blood and other fluids during its return. The presence and cause of the leak reported by the customer cannot be confirmed due to the returned condition of the unit. The vision hollow fiber oxygenator (hfo) was manufactured by gish biomedical. In (B)(6) 2010, sorin group USA acquired gish biomedical. The device in question was manufactured by gish before the acquisition. This product line has been discontinued, and no additional product will be manufactured. No further action is deemed necessary.

Event description:
Sorin group USA received a report of blood leaking from the blood access port of a gish hollow fiber oxygenator during a case. There were no patient complications as a result of the leak. No blood product or medical intervention was required.